Event description:
Customer's husband reported customer received a glucose reading of 77 mg/dl from their fs navigator continuous glucose monitor that was higher than they feel. Customer's husband reported customer experienced symptoms of lethargy and suffered with a seizure. Customer's husband reported customer was being treated with glucose tube to counteract her symptoms. There is no report on diagnosis, death or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.